Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
Adverse event received with an event of loose cup, resulted in pt hospitalization, necessitated medical or surgical intervention. Related to device - loosening of acetabular component. The pt was discharged on (B)(6) 2008. Revision: femoral head, acetabular shell, acetabular liner (B)(6) 2008. Removal: dall-miles cable (B)(6) 2008. Resolved (B)(6) 2008.